Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that trigger was sticky and the device had broken components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mishandling as the device appear to be dropped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, that the trigger on the small battery drive device was jammed and the two buttons that attach the attachment devices to the device were jammed. During in-house engineering evaluation, it was observed that the trigger was sticky and the device had broken components. There was no delay in the reported event. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.